Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received notification that once the package was opened, there was a hole in the cuff found. No patient involvement was reported.